Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a defective q10 transistor on the defibrillator pca and a defective bga component u1003 (pld) on the pca board. The root cause for the defective transistor and defective bga component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.